Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide an updated lot, the expiration date, and the manufacturing date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the insulation on the electrosurgical knife came off before use during set up. However, during the device evaluation it was determined that the device was used in a procedure due to the attachment of foreign material on the cutting knife and that the tip had detached. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. Based on the results of the investigation, a likely mechanism causing the tip detachment might be the following: 1)due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. The high-frequency output was set too high. The electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2)high heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3)a force to perform tissue incision was applied to the tip. Due to the description stated above in 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined.